Event description:
The customer contacted physio-control to report that the main keypad on their device was not functioning. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed.there was no patient use associated with this event.

Manufacturer narrative:
Physio-control determined that the main keypad assembly was damaged which caused the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the main keypad on their device was not functioning. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.